Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a160 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a160 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and required a device revision due to abnormal depletion of the implantable neurostimulator, specifically the 97715 intellis adaptivestim pain device. The patient reported that the battery was depleting faster than expected and was slow to recharge, eventually leading to the decision to stop charging it. Additionally, medtronic customer service was unable to connect to the implantable pulse generator (ipg) on the day of the revision. The medical intervention involved the replacement of both leads and the ipg. The devices were explanted as part of the resolution process. The doctor noticed small amounts of fraying of the leads.